Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the c4611s cusa excel 36khz curved extended micro tip was on the wrong way when used with the nosecone cem. The date of the incident was not provided. The product was not in contact with patient. There was no patient injury or death alleged. The event lead to a significant increase of surgery time of 30 minutes. Complementary information was received on 17jan2019 indicating that the patient was asleep when the issue was detected; the surgery already started but the issue was recognized before use. Another handpiece with new tip was used.

Manufacturer narrative:
The product was not returned for evaluation. No anomaly was reported to indicate product failure due to packaging process of this fg lot. The complaint was not confirmed. The root cause analysis could not be performed at this time . The product identifier number of this reported fg lot is (17)201031(10)2933055. The UDI number for catalog (B)(4) is 10381780026051.

Event description:
N/a.